Event description:
It was reported that the unit was returned to the international service center to carry out a general check. No patient consequence or procedure information reported.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient tested 4.2 inr on the coaguchek xs system while a comparison lab returned as 2.9 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system.